Event description:
During normal follow-up the device showed several episodes of noise detected as vf. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found fracture due to fatigue.